Manufacturer narrative:
Initial reporter telephone number: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to diarrhea due to unclean fish. The same day as event onset, the patient was hospitalized for the peritonitis event. It was reported the patient was treated with unspecified (B)(6) herbs and ¿(B)(6) medicine¿ during hospitalization for the peritonitis. Pd therapy was ongoing. The patient was discharged 14 days after hospital admission and the same day, the patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.